Event description:
This report is submitted to comply with MDR malfunction notice (B)(4) requiring the reporting of incidents involving a life-supporting and/or life-sustaining device. Ventilator displayed code: "a08:low peep" and is displayed all the time. Reported that ventilator does not have peep and peep pressure is always in negative pressure. Inspiratory pressure button does not change anything. No pt involvement.

Manufacturer narrative:
Distributor has not provided any info concerning the serial number of the device. Awaiting further details and return of device for eval. Will provide f/u once the device is evaluated.